Manufacturer narrative:
Philips has investigated this complaint. The system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on-site and could not found the reported issue. The customer restarted the system after the issue, and it started correctly. Finally, system was working, and no problem was found by fse. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips the system does not turn on. The screen stayed blue. Philips has started an investigation of the complaint.